Event description:
A customer reported a "replace sensor" error message with the adc device and was unable to obtain readings. As a result, customer experienced a seizure, a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional (doctor) who provided an unspecified (dose/type) insulin as treatment for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. It is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" error message with the adc device and was unable to obtain readings. As a result, customer experienced a seizure, a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional (doctor) who provided an unspecified (dose/type) insulin as treatment for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. Extended investigation has been performed for the reported complaint. Performed a visual inspection on the returned sensor and no abnormalities were observed. The sensor data was reviewed and a signal low error message was observed, indicating that the sensor had terminated on body due to compressive force on the sensor tail, disrupting sensor signals without user removal. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.